Manufacturer narrative:
Wrong meter was returned for evaluation. Alleged meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display and erratic blood glucose test results of 364mg/dl and 436mg/dl non-fasting. The expected fasting blood glucose test result range is 150-200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a back to back blood test was performed by the customer and produced test results of 576mg/dl and hi fasting using meter. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is aug 2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 06-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".